Event description:
It was reported rv 133.6, rate 3, given 4. 2nd time for upstream occlusion. Tubing assess for an occlusion between pump and medication. This is a spiked bag admin set. Tubing straightened and pump restarted. Alarm returned with medication delivery. Pump stopped, powered off and tubing clamped at port. Attempted to remove the cassette and the screw will not turn. Pump powered on and alarm returned again when power up was complete. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a kink in the tubing or a faulty uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.